Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that patient faced infusion set leakage event on unknown date. The leakage was in theconnector hub between the plastic part with the needle and the plastic part that is glued to the tube during the leak test under water. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) according to reference results complaint is (B)(4) has been evaluated. The batch 6005161 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3.0 and wi guidance for functional testing for complaints area version 2.0 for the code leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the 6008191 was manufactured according to the wi version 66 manufactured in the line l 6 , on 21/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Gluing of tubing the 4a03400 was manufactured according to the wi version 59 in the gluing of tubing in the machine sc01, on 20/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 06/jun/2025 against malfunction code leakage from connection between the tubing connector and the infusion set (cannula part/base piece) and lot 6008191 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.